Event description:
Clinic notes received indicate that the patient still had issues controlling seizures with vns as she couldn't tell when they were coming on so she was referred for full revision for heart rate feature of newer vns device. It was noted that the vns managed her symptoms when functioning fully. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient has high lead impedance. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a full replacement. The explanted devices were discarded.